Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the clip ejected when it was fed into the jaw outside of the patient. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.